Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented with pain, swelling, and fevers due to suspected device erosion and infection. The non-dependent patient was experiencing an ongoing pain at the implant site since (B)(6) 2017 when the device was implanted. Although infection was suspected, cultures remained negative. During the system explant procedure, the pocket was hyperemic but there was no frank pus or obvious evidence of infection. Debridement of the pocket and capsule was performed. The device and chronic leads were explanted, and pocket hemostasis was achieved. The pocket was closed with no intraprocedural complications. System was not replaced. The patient tolerated the procedure well and was transferred to post anesthesia care unit (pacu) in a stable condition.